Manufacturer narrative:
Engineering device analysis update: engineering note abstract/synopsis: high priority complaint resulting in MDR being filed. Customer states using the stimulator 10 times. With pain/muscle segment at 25% (1 bar). After usage of device patient states having pain, that pain worsened. The patient was admitted to the hospital due to the pain preventing him from walking. The hospital ran a CT scan and ultrasound and found nothing. All components returned. Patient follow up: patient did not replace electrodes since receiving product, during multiple attempts before the described incident customer states receiving check leads/pads errors. Pain after treatment, however the inability to walk didn't develop until after a night's sleep. Patient data showed usage was approaching 1 month customer most likely did not maintain or replace electrodes as outlined in product instructions resulting in inadequate electrode to skin connection. This inadequate connection could have resulted in a decreased treatment or change in sensation, resulting in the perceived pain described by patient. It's unlikely that this pain would have prevented the patient from walking as the inability to walk came after a nights rest. Engineering notes from evaluation: shipment box and case received undamaged. Visually inspected stimulator for any signs of damage. No damage found. The stimulator passes ate test and post with received battery. Reviewed patient data. Customer used device 19 times over the course of a month on (B)(6) 2023. Most recent treatment was on (B)(6) 2023 lasting 30 mins on program 64 (pain relief), only interferential. Intensity of channels 1-4 were 48, 50, 50, 45. This was the first time the patient had used program 64. Pre-treatment pain level was 11 with post treatment level being 6. Patient mentioned they had used device on (B)(6), no record of usage was found for those dates. If the patient uses the device for less than 5 minutes patient data would not have been saved. Visually inspected received garment. Found channel 1 and channel 2 had been improperly connected to the garment. A small amount of hair was found on the electrodes. The electrodes appeared very dried out. Tested the impedance of the electrodes, electrodes tested near 850 ohms at light pressure. Received, unopened, new electrodes tested at 196 ohms with light pressure. Manually tested garment's patient cable looking for any inconsistent/high resistances. All resistance < 2.5 ohms. Ate tested patient cable, charge dock, and ac adapter. Devices passed ate test. Second patient cable received in stimulator kit unopened in original packaging. Customer service followed up with patient. Patient confirms they did not change out electrodes. Patient also said they received check leads/pads error during multiple treatments. After 3 or 4 times of this happening patient woke up and was not able to walk. Used the product more often but after the difficulty with the check leads/pads error used it much less frequently. The frequent check leads/pads error could explain why some treatments did not appear on patient data. Most likely cause of failure was usage of old electrodes. Based off the patient data showing roughly 1 month of use from on (B)(6) to the event happening 2/26, and the state that the current electrodes are in it appears that the electrodes had not been changed out since receiving the stimulator and garment. Usage of dried out electrodes would have produced inadequate electrode to skin contact resulting in an increase in charge density that could have produced pain. The garment being improperly wired was not deemed a factor and would only have affected the location of the treatment and not anything else related to the treatment. The treatment area would have been more transverse instead of laterally. It's also important to note that the patient data had shown that the device was successfully reducing pain based on the patients pain before and after recent treatments. The follow up with the patient also suggests that the pain was not directly related to the device due to the pain/inability to walk was after sleep and not directly after usage of the device. Although an increase in charge density could produce a "shocking" pain, it appears to not have caused the inability to walk, and the stimulator behaved as intended displaying check leads/pads error and ending treatment until adequate connection was present. Scrap garment due to use. All unopened electrodes and all other devices may be returned to receiving for processing. Note: all items will be quarantined until final closure of the MDR with the FDA as requested by quality.

Manufacturer narrative:
We are still waiting on the return of the stimulation system for testing and evaluation. Still waiting on results of MRI.

Event description:
Patient started out with a 9 out of 10 pain level. He stated that he and his wife had problems getting the device to work properly and kept getting the open circuit detection alert to check leads and pads initially. When they finally got it to work properly he took a few treatments on (B)(6) and (B)(6) but they seemed to make his pain worse. On the morning of february 27th he said his pain was so bad that he could not walk and he checked into the hospital for 2 days. He was not sure if it was from the device or something else. Ultrasound and CT scans were performed at the hospital but did not show anything. The first date that rs medical became aware of the situation was march 3, 2023. On last contact he stated that he is waiting to be scheduled for an MRI (no results yet). He was using an rs 4i plus stimulator with a low back garment. We have requested the return of the product (stimulator and garment) so that we can perform an evaluation but we have not yet received it. We will update the file when we have performed the evaluation and get more information regarding his condition and MRI.